Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: a review of the pump black box data and history revealed a cs 127 call service alarm for the use of an illegal battery. During testing, the pump powered on and immediately emitted a cs 127 call service alarm. The complaint was duplicated. The pump case was removed, and further testing revealed that a faulty c38 component on the printed circuit board was the cause of the alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 127-00ce call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.